Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3 and to provide the completed investigation results. H6: investigation findings - 3211 is based upon evaluation of user facility information; 213 is based upon evaluation of the returned sample. H6 - conclusion - 4310 is based upon evaluation of user facility information; 67 is based upon evaluation of the returned sample. Since it was unclear whether the returned sample was infectious, investigation was performed through the plastic bag. Visual inspection of the actual sample through the plastic bag found that it was in the holder tube and had been exposed approx. 50mm from the rear end. No anomaly such as peeling of the coat was found at the site exposed section from the holder tube. Based on the investigation result, since it was unclear whether the actual sample was infectious, detailed investigation could not be performed. In addition, since no anomaly was found in sections that could be confirmed through the plastic bag, the cause of occurrence could not be clarified. Relevant IFU reference: " if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory.". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: n/a as this product code is not exported to the us market. Implanted date: no patient involvement. Explanted date: no patient involvement. Initial reporter name - requested, unknown. Health professional- requested, unknown. Occupation- requested, unknown. Device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. Since the lot number was unknown, the complaint file could not be investigated. (B)(4).

Event description:
The user facility reported that when the facility staff used g-260-2545a for the procedure, it was confirmed that the coating on the distal side was peeled off at the beginning of the procedure. The procedure was completed after replacing with the same product. No peeled piece was fell off. The procedure outcome was not reported. The patient was not harmed.